Event description:
It was reported that the patient received inappropriate therapy due to post-sensed t-wave oversensing one day post implant. The capture threshold showed an increase and the sensing threshold had decreased since implant. Chest x-rays confirmed that the lead had dislodged. The lead was repositioned.